Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during a dilation procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon popped. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. It was reported that the procedure was extended due to device exchange only. There were no patient complications reported as a result of this event.